Event description:
Nosebleeds with clots, nausea, diarrhea, stomach cramps, dizziness. I stopped using it and the side effects subsided within a week, except my nose still bleeds, but not as often or as much. I kept the bottles for testing in a ziplock. Amazon notified me of the recall. Dry sinuses.